Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-nov-2015, an fse visited the customer facilities and found the cap detection sensor with a broken photo-interrupter. Replaced and realigned successfully. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was defective photo interupter b sensor board and a defective a cap detection sensor.

Event description:
On (B)(6) 2015, a customer reported detecting bubbles with their aia-2000 analyzer. The customer was unable to run beta-hcg, pth and prolactin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, pth and prolactin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.